Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was receiving intermittent stimulation to the legs. The sjm representative met with the patient for reprogramming, but the issue persisted. It was reported, the physician planned to undertake surgical intervention to address the issue at a future date.